Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (damaged) issue. It was reported that the display was scratched and the reporter was unable to read it safely. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/09/2015 with the following findings: during investigation, the display lens was observed to be cracked. Additionally, the pump powered on to a dim and discolored display. Unrelated to the original complaint, the battery compartment was observed to have three cracks below the bumper pad.